Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was sudden cardiac death and insulin dependent diabetes. The caller stated that the customer's body was found on (B)(6) 2017. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with no battery installed. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window. Data analysis: there is no data listed for the date of (B)(6) 2017 due to the pump being received without a battery installed.